Event description:
Procedure: unk. According to the reporter: during the surgical procedure, the device performed the cut, but did not perform the staple lines. Closure was performed with manual suture. There was no bleeding reported in excess of 250cc. The case was extended by more than 30 mins. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).